Event description:
It was reported that "foreign matter" was observed in the pressure sensor of a prismaflex m150 set during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.